Manufacturer narrative:
Date received by manufacturing: changed/corrected from 11/16/2017 to 11/28/2017.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone#: (B)(6).

Event description:
It was reported during use of the safety-lok blood collection set, luer adapter, when ¿administering a radioactive substance for a scientigraphic examination, the syringe has been removed from the needle connection. The room was closed due to contamination, contamination was detected also the next day. Fortunately, the event involved only environmental contamination, while the sudden leak of radioactive material could have involved the operator with a possible major internal contamination. Again this loss was detected by the device fins with great risk to the operator.¿ there was no report of injury or medical intervention.